Manufacturer narrative:
Analysis: a service technician from our dealer inspected the device, no damage or broken part was identified. The covers we re-installed and the device is functioning as designed. It is known that improper installation, maintenance, or collision can lead to the spring arm covers falling off.

Event description:
Iled5 duo spring arm joint cover fell off during surgical procedure. No injury reported.